Manufacturer narrative:
Associated medwatch-reports: 9610612-2019-00709 ((B)(4) fw965r), 9610612-2019-00710 ((B)(4) fw961r), 9610612-2019-00711 ((B)(4) sw971k), 9610612-2019-00712 ((B)(4) sw970k). Manufacturing site evaluation: the instrument arrived in a decontaminated condition. Intra- operative medical intervention was necessary.the pick- up pins of the instrument are visibly bent. Investigation: they used for the investigation the equipment: set: ·microscope "keyence- vhx 5000 " eq.-nr. 2000024840 ·digital-camera "panasonic dmc tz8" we made a visual inspection of the instrument, especially the tip. Here we found that both pick- up pins are bent and exhibit strong signs of wear and tear shows an extract of the drawing of the instrument tip. In the next step we investigated the ratchet mechanism of the instrument. This mechanism works properly and shows no abnormalities. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot 52423863 at hand. Conclusion and root cause: the root cause for the problem is most probably usage related. Rationale: without further knowledge about the circumstances we suspect, that the instrument was not correct / fully attached at the implant. With the pins inserted fully in the implant, a bending of the pins is not possible. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with an activ l distraction forceps. This incident did occur in surgery. The implant released off the inserter while implanting without loosening of the inserter (400446176). Removal of the implant from the disc space was too difficult due to removal spreader instrument tips being bent inward (400446175) preventing the surgeon to achieve distraction to properly remove the implant. Removal required a lot of aggressive grabbing of the implant, and he was concerned the implant was damaged due to this (400446901-02). Staff opened a new implant of the same size and that was implanted successfully. An additional medical intervention was necessary. The patient outcome was noted as good as the surgery was completed successfully with the new implants. Additional information was not provided. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2019-00710 (400446176 fw961r), 9610612-2019-00711 (400446901 sw971k), 9610612-2019-00712 (400446902 sw970k).